Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that post-surgery it was observed that the foot control device was "leaking air at the hose connection to the foot pedal". There were no delays to the scheduled surgical procedure. The facility did not require a spare device as the procedure was completed successfully with the actual device. No injuries or medical intervention were reported. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.